Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the internal battery degraded warning alarm and revealed an error message (sf180) related to a battery charger fault. The reported unresponsive touchscreen and external battery issue could not be reproduced. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported internal battery degraded warning alarm was due to the battery controller software while the sf180 was due to device operation in a temperature outside of the device specification. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen, displayed an internal battery degraded warning alarm and the external battery could not be detected. There was no patient harm or a serious injury reported as a result of this incident.